Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was 800 mg/dl at the time of hospitalization. Customer had diabetic ketoacidosis after admitted in hospital. The customer stated that insulin pump kept alarming and it had insulin flow block alarm. The customer was treated with insulin drip, insulin pump and injections at the hospital. Troubleshooting for the customer¿s high blood glucose was not completed. The customer stated that cannula of infusion set was bent. The insulin pump will not be returned for analysis.